Manufacturer narrative:
Pending investigation. D10: 4080263 - 02-012-45-3545 - lgc tibial fit tray cem sz 3.5f / 4.5t, 4923664 - 201-78-15 - holding pin mini sharp point 4 pk, 4857175 - 201-78-81 - 3 trocar, mod. Hex 2pk, 4579991 - 521-78-23 - threaded pin size 2.3 collared, 4976635 - 521-78-23 - threaded pin size 2.3 collared, 4576029 - 521-78-32 - threaded pin size 3.0 collarless, 6000017119 - a10012 - gps implant kit v2.

Event description:
As reported, approximately 6 years and 4 months post the initial left total knee arthroplasty, the patient underwent a revision surgery due to poly and patella wear, and femoral loosening. The tibial insert was revised to size 3.5, 11mm. The femoral component was revised to size 3.5. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. No device was returned for evaluation; photographs of the device and radiograph images were provided; however, the reported event was unable to be confirmed. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from an insufficient bond between the femoral component and the bone, malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.